Event description:
It was reported that following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 3.0x20mm target lesion located in the mildly calcified right coronary artery. There was no vessel tortuousity. An unspecified taxus liberte stent was advanced and placed in the target lesion. In (B)(6) 2012, the patient presented emergently to the emergency room which revealed the stent was occluded. Treatment consisted of a thrombectomy and the placement of an unspecified taxus stent. It was noted that the patient was taken off of plavix a year ago and that the patient was put back on plavix after the thrombosis event. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
If implanted, give date: (B)(6) 2009. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).